Manufacturer narrative:
Other text: , corrected data: retraction of report. Updated d: 1, 2, 4.

Event description:
On review of complaint record, the reported device was incorrect. The reported event of error code for the correct device, cadd solis hpca pump, does not meet the definition of a reportable event, the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an error code 40221. It is unknown if there was no patient, or clinician injury associated with this event.